Event description:
It was reported that after a video assisted thoracic surgery procedure, the articulation joint cover was starting to rip on the device. No pieces fell into the patient. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
In (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. The nurse contacted baxter's technical service (bts) center regarding a low drain volume alarm that occurred during the initial drain on the homechoice (hc) machine. During the call, the nurse reported that the patient was experiencing bowel issues. The nurse inquired if the homechoice (hc) machine could be turned off while the patient dealt with his bowel issues. The bts representative explained that the hc could be turned off temporarily for 2 hours without it resetting. Upon follow up with the nurse, it was reported that the patient was hospitalized on (B)(6) 2010 for peritonitis. On this same day, a peritoneal effluent culture, wbc (white blood cell) count and gram stain were performed. The culture results revealed e coli; the wbc count and gram stain results were unknown. The patient was treated with antibiotic therapy (type, dose, frequency, route or administration dates not reported). On (B)(6) 2010, the patient's peritoneal dialysis (pd) catheter was removed, the patient was started on hemodialysis and the event of peritonitis resolved. On (B)(6) 2010, the patient was discharged from the hospital. The root cause of the peritonitis was not specifically reported, however the nurse stated that the event was related to diverticulitis. There was no break in aseptic technique, and no exit site or tunnel infection. The nurse did not comment on the onset date, outcome or treatment for the event of bowel issues. Patient concomitant therapy included lisinopril, nexium (esomeprazole), lipitor (atorvastatin), colace, lasix, zetia, levothyroxine, allopurinol, glucosamine, ducolax (bisacodyl), renvela (sevelamer), folic acid, imdur and tenormin. The nurse believed that the event of peritonitis was unrelated to dianeal therapy. The nurse stated that the event of peritonitis was related to the diverticulitis. The nurse stated that it was possible that the events of peritonitis in (B)(6) 2010 and (B)(6) 2010 were associated with one other. The nurse did not report if the event of bowel issues was related to dianeal therapy.

Manufacturer narrative:
(B)(4). Joint cover the analysis found that the (B)(4) device was received in good visual condition and no cartridge reload present. Upon further inspection the joint cover was noted to be torn; there was no evidence that there is any portion of the joint cover missing. No functional testing was performed. The reported incident was confirmed; however it is unknown how the damage occurred. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications.